Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could feel a low slow pound sometimes. It was also reported that following sphincter surgery the patient's heart rate was in the thirties. A device check was performed following the surgery and noted a polarity switch, high thresholds with no capture, high impedance, and possible fracture on the right ventricular (rv) lead. Undefined impedance in unipolar and bipolar configurations and under sensing and no sensing in the unipolar configuration was also noted on the same lead. The lead remains in use. No further patient complications have been reported as a result of this event.